Manufacturer narrative:
Results: a visual inspection of the returned product shows one haptic is torn off into the optic of the lens and is missing. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting an ashperic three piece collamer lens model cq2015a and the trailing haptic tore off. The reporter stated that the surgeon enlarged the incision to remove and replace the lens, and a suture was used to close the incision. The reporter stated that it was due to lens being loaded incorrectly. The injector and cartridge used were not tested for use with this model lens.